Event description:
Correction: the initial MDR submitted on september 9, 2022, was filed inadvertently. No revision surgery has occurred. The correct d1 and d4 has been updated to bia300 implant 3mm w abutment 6mm and 92126 respectively. Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2022.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.